Manufacturer narrative:
This customer reported that pacer pulses were being delivered at the wrong times. There was no impact to the involved pt.

Event description:
This customer reported that pacer pulses were being delivered at the wrong times. There was no impact to the involved pt.